Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available. A device history record review was performed, and no relevant findings were identified. Customer complaint cannot be confirmed based only on the information provided; to perform a proper evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, the device history record of possible batch numbers provided in the complaint report have been reviewed and no issues or discrepancies were found which could potentially be related to this complaint failure mode. Dhrs records for the reported lots shows that the product was assembled & inspected according to our specifications. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "doctor was doing an ssf two days ago with capio slim device and the bullet of the monodek suture came off inside the patient and they could not retrieve it.; therefore, they had to leave it inside the sacrospinous ligament. The patient is fine".

Event description:
It was reported that "doctor was doing an ssf two days ago with capio slim device and the bullet of the monodek suture came off inside the patient and they could not retrieve it. Therefore, they had to leave it inside the sacrospinous ligament. The patient is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.